Event description:
It was reported that the patients ipg was explanted due to inadequate stimulation. The patient was doing well postoperatively and the explanted device was discarded by the medical facility. No device malfunction was suspected.